Event description:
It was reported that a titanium adapter could not be connected to a transfer set. A nurse indicated that upon changing the set the problem did not reoccur. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The titanium adapter was returned and analyzed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Although scratches were identified on the sample during visual inspection, none were atypical of normal use. No issues were identified during dimensional verification. An underwater pressure test with a test transfer set was completed with no leaks noted. The problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.